Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had the reservoir ruptured during patient use at the patient's home. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A sample was requested for evaluation but has not yet been received at baxter. A follow-up medwatch report will be submitted if a sample is returned for evaluation or additional information is available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported that a consumer experienced a hypoglycemic event. Per the consumer, at 11:00 am, she received a blood sugar reading of 176 mg/dl but then became incoherent and actually showered herself still wearing pajamas. Per the consumer, she ate to bring her blood sugar level up. Control solution testing showed the consumer's test strips to be out of control range. The test strips will be returned for eval.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was confirmed. An investigation to determine the root cause for the reported condition is in progress.